Event description:
It was reported that during testing conducted at the manufacturer facility, the end of the fiber optic cable plug was melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, heat generated by the fiber optic cable and lens and building up inside the system due to a damaged fiber optic cable and lens assembly was identified as a probable cause of the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the end of the fiber optic cable plug was melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.